Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges. Reportedly, the user did not remove the cartridge during pumping. Additionally, it was reported that multiple altitude alarms occurred. The altitude alarm cleared and the user resumed insulin delivery after changing the supplies. The user's blood glucose (bg) level was 478 mg/dl. The user addressed bg level with a bolus. It was confirmed that the user had an alternate method of insulin delivery.

Manufacturer narrative:
(B)(4).